Manufacturer narrative:
Product ID: 977a260, lot# va17nha025, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient had surgery on (B)(6) 2019 to replace the lead with a paddle lead. The issue was noted to be resolved without sequelae.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977a260, lot# va17nha025 and product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that there had been no follow-up appointment with the physician as of 2019-04-24.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator. It was reported that there was lead migration/dislodgement. They revealed that an x-ray of their spine showed a dislodged lead. The patient was going to follow-up with their physician as soon as possible. It was noted that they had no pain and was using their stimulator daily, noting they charged it regularly. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260, lot# va17nha025, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the patient was waiting for recovery from carpal tunnel in their wrist. An appointment was made for (B)(6) 2019.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va17nha025, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that no actions were taken to date to resolve the lead migration/dislodgement. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, lot# va17nha025, product type: lead. If information is provided in the future, a supplemental report will be issued.